Manufacturer narrative:
One (1) expedium power polyaxial screw driver shaft was returned for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the part. The optical image of the fractured driver revealed plastic deformation at the hex-lobes and torsional shear markings following a circular pattern, which indicates fractured tip, underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause cannot be determined with the information provided. However, fracture analysis of the returned part revealed plastic deformation at the hex-lobes and torsional shear markings following a circular pattern, which indicates fractured tip, underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. A potential root cause for the screw breakage could be attributed to the inadvertent pressure applied on it while removing the screw. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Doctor (B)(6) went to put an 8.0 x 60mm screw in at the right l5, where a 7.5 x 45mm medtronic solerea was removed. He tapped with a 7.0mm tap and then went to put the screw in, both using expedium power instruments. The screw stopped halfway into the pedicle. He tried to remove the screw to tap with an 8.0mm tap, but the screwdriver tip snapped of when trying to back the screw out. He took a small 5.5mm rod and locked it on the screw at 100 inch pounds with a set screw to try and helicopter the screw out. The head was just spinning independent of the screw. After taking the rod and set screw off, the head eventually just pulled off the screw. He used a reverse thread tool to back the screw out. He upsized the tap to 8.0 and a new 8.0 x 60mm screw went in with no problems.